Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps unidirectional footswitch was discovered to have an exposed wire at the base of the footswitch connector end during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps unidirectional footswitch was discovered to have an exposed wire at the base of the footswitch connector end during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon receipt at the manufacturer it was confirmed that there were no bare copper wires exposed. Customer usage is a known case of the reported event. The device was discarded by the manufacturer.